Event description:
During the implant of a biv ICD, the radiopaque tip of a safesheath csg/worley 1-09 separated from the sheath and embolized into the right atrium the embolized portion is very small compared to existent hardware including aortic valve and now leads in the right heart. The embolized piece is not interfering with valve function whereas further attempts at retrieval could cause disruption of the valve into the right atrium. Dates of use: one case: 2007. Diagnosis or reason for use: implant of biv ICD. Event abated after use stopped or dose reduced? No.